Event description:
It was reported that the bd plastipak¿ luer slip syringe cracked. The following information was provided by the initial reporter, translated from portuguese to english: 20ml syringe with a crack making it impossible to administer medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual inspection, cracked barrel is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with some kink during the transition of the assembly and packaging equipment.

Event description:
It was reported that the bd plastipak¿ luer slip syringe cracked. The following information was provided by the initial reporter, translated from portuguese to english: 20ml syringe with a crack making it impossible to administer medication.